Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 329mg/dl. The customer changed out the cartridge and infusion set and administered multiple boluses, however they did not notice any change in blood sugars. System check/ troubleshooting were performed with tandem's technical support and it was determined that the pump performed as intended, however it was noted that there was some blood at the insertion site. The customer indicated that they will change the insertion site and deliver a bolus, then monitor the pump's performance. Recommendation was made to consult with a healthcare provider about bg management.